Event description:
During follow-up, the device was noted in backup vvi mode. A firmware download was attempted to restore the device but failed. The device was finally explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The reported event of bvvi reset was not confirmed. The device output measurement was obtained in as-received condition, and it indicated that device was not in backup operation. When received, device could not be interrogated with merlin programmer, but interrogation with universal engineering programmer was normal. Merlin programmer was not able to identify the device, and this was consistent with code corruption occurred due to telemetry interruption during a product code download. Device code was downloaded successfully. Analysis performed, including output monitoring and telemetry functionality, did not find anomalies, and battery voltage was still in the range of normal operation. Device was monitored for several days at room temperature. Interrogation of the device showed it to be in normal range of operation. Longevity assessment was performed and device was at normal range of operation with appropriate remaining longevity.